Event description:
The customer reported that during a section of the esophagus, the system alarmed and then it was found that a piece of the active waveguide had disengaged into the pt cavity. The piece was retrieved and there was no pt injury reported.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.